Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer had received no motor movement or negligible movement. Retries to free a stuck motor failed. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged insulin pump error alarm found on (B)(6) 2022. Insulin pump passed the self test, active current measurement and sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and delivery accuracy test due to a constant insulin pump error alarm during the rewind test. Successfully downloaded history files and traces using thus. Insulin pump was cut open to perform visual inspection and found the motor slide was fully extended. No evidence of physical or moisture damage on the electrical board force sensor, motor and vibrator assembly noted. Insulin pump error alarm was recorded and found in the formatted history file on: (B)(6) 2022 10:08:32.000 to (B)(6) 2022 10:17:19.000 (B)(6) 2022 15:09:38.000 no insulin pump error alarm on the formatted history file noted. A test motor was used and continued testing. The insulin pump passed the rewind test. In conclusion, the insulin pump had a constant insulin pump error alarm during rewind test, problem isolated on the motor assembly. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the insulin pump near the battery tube compartment and a serial number label fading. A cracked retainer was confirmed. A constant insulin pump error alarm during rewind test was confirmed, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.